Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during downstream testing, the pump didn't alarm for downstream pressure past 60 psi, when it normally alarms at 19-20 psi. There was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "during downstream testing, the pump didn't alarm for downstream pressure past 60 pounds per square inch (psi), when it normally alarms at 19-20 psi¿ was confirmed through downstream occlusion test and visual inspection. Device alarmed cassette not attached properly when cassette was attached. Downstream occlusion (dso) pressure value does not change with applied pressure. The cause was the failure of the dso sensor. Further investigation found cracked battery compartment, corroded battery door, delaminated dso seal, and dented air in-line detector (aild). Replaced dso sensor, battery compartment and components, battery door, dso seal, and aild. Performed dso/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.